Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was noted to have a high impedance, a possible fracture, oversensing, and lots of short interval counts. The physician turned detections off until the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance information was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Sic count went up to 18248 within 3 days averaging around 6406 sic per day. Evidence of oversensing has been noted during high rate non-sustained episodes. The non-sustained ventricular tachycardia and ventricular fibrillation episodes occurred on (B)(6) 2015. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity alert warning for increased sic count and 2 or more high rate non-sustained episodes <(><<)>200ms occurred on (B)(6) 2015. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace lead impedance was 4047 ohms on (B)(6) 2015. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. An unexpected shock occurred on (B)(6) 2015.